Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the scs ipg as recommended. The ipg is unable to communicate with the charger and the programmer displays a communication error. Surgical intervention is planned to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model. The patient regained stimulation therapy and the issue was resolved.